Manufacturer narrative:
Initial and final MDR 1890830 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-march-2024, it was reported by the patient that four infusion set cannula fell off within 2 days of use. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.